Event description:
Device 1 of 2: reference MFR. Report#: 1627487-2019-01345. It was reported the patient never received adequate pain relief from the scs system. Reprogramming was unable to resolve the issue. As such, the physician decided to explanted the scs system.